Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered to large of a bolus for the amount of carbs that was consumed which caused a low blood glucose (bg) of 43 mg/dl. Bg was addressed with customer drinking juice. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.